Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 25mm amplatzer cribriform occluder was selected for an implant on (B)(6) 2021. The left atrial disc appeared like a balloon during deployment device was not release from the delivery cable. Device was exchange with a new 25mm amplatzer cribriform occluder that was implanted. Patient stable. No additional information was provided.

Manufacturer narrative:
An event of deformity of the left disc was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. One photo from the field appeared to show both discs of device shaped bulbously. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.